Manufacturer narrative:
Unique device identification (UDI): (B)(4). The codman bactiseal catheter kit was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 1226348-2020-00321. A facility reported that twelve days after the valve and catheter implantation, the patient started experiencing fever. A culture was performed and resulted negative, then the physician decided to test the csf through lumbar puncture which resulted with high-white-blood-cell, and infection was confirmed. Therefore, a revision surgery was performed to retrieve and replace the valve and the catheter. The patient was treated with antibiotics.